Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered vascular dissection (femoral artery dissection) requiring vascular balloon and stenting. During the case, the femoral artery become dissected when the stsf catheter was being inserted and the patient became hypotensive. It was confirmed the bleeding could be stopped and the patient¿s blood pressure stabilized. The patient was moved to the intensive care unit (ICU) for monitoring. No bwi product malfunctions were reported. Device evaluation details: the device evaluation was completed on 12-aug-2021. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter (stsf). Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation (mre) was performed for the finished device 30500393l number, and no internal action related to the complaint was found during the review. Based on the mre, the h4. Device manufacture date and d4. Expiration date were updated. As part of biosense webster inc.¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered vascular dissection (femoral artery dissection) requiring vascular balloon and stenting. During the case, the femoral artery become dissected when the stsf catheter was being inserted and the patient became hypotensive. It was confirmed the bleeding could be stopped and the patient¿s blood pressure stabilized. The patient was moved to the intensive care unit (ICU) for monitoring. No bwi product malfunctions were reported. The physician¿s opinion on the cause of the adverse event is that it was not related to a product malfunction. The patient stayed one extra day in the hospital for monitoring purposes. Since the event is life threatening and might result in permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Additional information was received on (B)(6)-2021 and it was reported that the physician¿s opinion on the cause of the adverse event was that it was patient condition related. The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6)-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)